Event description:
It was reported that the cufometer with analogue manometer does not return to the zero pressure marking. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Two used decontaminated samples were received for evaluation. The sample was received without its original packaging. Visual and functional testing was performed. Under visual inspection the samples appeared to be in good condition. The outlet nozzle was occluded by finger and cuff inflator was inflated. It was found that pointers are stacked, and they are not returning to zero positions. The customer tried to perform unauthorized repairs because display entrance points were damaged. This root cause of the reported issue was undetermined.